Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer remotely accessed the device to verify the failure and contacted the customer to confirm that the drawer was plugged in, which the user would confirm. An fse found that drawer 4-1 cubie pockets were not detected on the bus, and the lights indicated that communication with the row board and drawer controller had been initialized. The hardware test was a successful pass, and no patient medication delay was reported. The station was remotely accessed, and the customer confirmed that the device was functioning. The system functioned as intended after the field service engineer repaired the device.